Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite self-delivering boluses, the patient had been taken to the hospital due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 508 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and vomiting. Upon removal of the pod, patient reported the cannula was bent. The patient was treated with intravenous fluids (1.5 units) and insulin (10 units), as well as metoclopramide (10mg) to counteract the nausea. The patient was released later the same day.